Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip (80811u142) referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the tissue damage and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. One clip (80727u138) was implanted, reducing mr to 1. On (B)(6) 2019, a control echocardiogram was performed, which found increased mr of 4 due to a new anterior flail at a3 and two jets, lateral and medial to the implanted clip. The implanted clip remained stable. On (B)(6) 2019, a second procedure was performed. A clip delivery system (cds) (80811u128) was advanced to the mitral valve and the clip was implanted lateral to the 1st clip. A second cds (80811u142) was advanced to treat the medial jet; however, there was difficulty grasping the posterior leaflet. Multiple attempts were made but the anterior leaflet could not be grasped. The clip was inverted and pulled back above the valve. The clip was realigned, and additional attempt was made to grasp the leaflets, but the clip got caught in chordae. Troubleshooting was performed, but at this point it was noticed that the grippers were not moving; as the gripper line had broken. The clip could not be freed; therefore, the clip was deployed on chordae. The clip deployed successfully and was stable on the chords. There was no tissue damage noted. The cds and steerable guide catheter (sgc) were removed together at the same time with no issues. Two additional clips implanted, reducing mr to 3. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a conclusive cause for the reported tissue damage in this incident could not be determined. The reported worsening mitral regurgitation (mr) was a result of the reported tissue damage. The reported patient effects of mitral valve tissue damage and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.